Event description:
It was reported that there was a sharp molding defect on the edge of holder with a bd holder one use. The following information was provided by the initial reporter, translated from japanese to english: the customer noticed that there was a burr on the edge of the holder.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a sharp molding defect on the edge of holder with a bd holder one use. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer noticed that there was a burr on the edge of the holder.